Event description:
A pcs21 was fired during a hand assisted esophagectomy gastrectomy procedure. While removing, the pcs21 tore distally through the anastamosis. The surgeon indicated that the device did not fire. A thoractomy was created to complete the procedure.

Manufacturer narrative:
Two pcs21 were returned and evaluated. The pcs21 were reloaded and performed as intended. The cause of the event is unk. Summary: reported condition: "surgassist stated firing complete; upon surgeon inspection of anastomosis, no firing occurred". Evaluation summary: both were reloaded with staples, calibrated, and fired resulting in properly formed staples; indicating both clamp and fire side drive train function properly. Root cause: the root cause could not be determined. Corrective action: actions: this issue will be monitored to further investigate the root cause and trended to determine if a corrective action is warranted.